Manufacturer narrative:
(B)(4). Batch # 476a78. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the joint cover damaged and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The damage to the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, v9609h, and no non-conformances were identified. Manufacturing date: 10/19/2021, expiration date: 09/30/2024.

Event description:
It was reported that during a gastric sleeve procedure that when the tech handed to the surgeon noticed that the articulation was loose and upon inspection it was found there was a hole in the articulation joint and was moving without being engaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.